Event description:
During planned removal of hardware, the right s-1 screw was broken at the junction of its head and slot and its neck. There was a washer in place which was moved. In order to remove the distal portion of the screw, it would have been necessary to tunnel and core out the entire right side of the sacrum to get around it to access the threads. Based on risks associated with removal, broken piece left in. Of note, this hardware was placed in 1996.